Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female pt underwent an interventional neuro procedure on (B)(6) 2012. Access was obtained at the right common femoral artery, via a 6f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Peri-procedure the pt was anticoagulated with 7,000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician was unable to advance the advancer tube, after the sheath was pulled to the handle. The tamper tube was stuck. The physician removed the device and converted the pt to 20 minutes of manual compression. Hemostasis was achieved. The pt was reported as hospitalized (not mynx related).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1212902) indicated that the device lot met all established performance criteria prior to shipment.